Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Event description:
According to the initial notification on (B)(6) 2026, "during the aap implantation they noticed that the excess tissue that was preventing the valve leaflets from functioning properly had not been removed, so the needed to cut it, not easy to do especially in a 19 mm diameter, and it prolonged surgery by almost one hour." This investigation is relegated to onxaap-19, sn (B)(6) with allegation of excess material preventing valve leaflets from functioning properly. Additional information received from rep 02/12/2026: "I have a few more questions for the surgeon regarding this event: 1. Is this picture exactly what the surgeon was looking at in a un-altered on-x aap as it was supplied right from the box and into the patient? Or. 2. Did the surgeon cut the supplied valsalva graft away from the on-x size 19mm valve and then attempt to sew on a different graft? Unfortunately, your first option."